Event description:
It was reported that the patient had been in a wheelchair for two years. She had a good response during a seven day trial, and went on to the full implant with the hope of getting stimulation in her feet and ankles and being able to walk again. In recovery after the full implant, the patient told the md that she was not getting stimulation in the right place. An x-ray was performed in (B)(6) 2011, and in (B)(6) 2011 the patient had a surgical revision to reposition the lead lower for better coverage. Since then the patient would only experience relief for a couple of days after programming, until it was lost again. It was noted that the patient was told that the feet and ankles were a difficult place to stimulate successfully, and the patient had been reprogrammed approximately six times since implant. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 39565-65, serial# (B)(4), implanted: 2011 (B)(6), explanted: unknown. Programmer: model 37743, serial# (B)(4). Recharger: model 37752, serial# (B)(4).